Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0872) inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm total units due to insufficient data in the history file and traces. Data began after the event date. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that insulin pump was not dispensing correctly/ blood glucose stayed high. The customer experienced hyperglycemia, unknown mg/dl. The meter vs continuous glucose monitoring reading has not accurate. Troubleshooting was not performed. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. The insulin pump will not be returned for analysis.